Event description:
Caller reported that he noticeda leak in the pt's infusion set tubing. The pt could not change her infusion set because she did not have any extra infusion sets. The morning of 12/2005 the caller stated that the pt had extreme high blood glucose levels, but not sure exactly how high her blood glucose level elevated. The pt was taken to the hosp. Caller was unsure of how long the tubing has been in use.